Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure in (B)(6) 2014 and mesh was implanted. The patient reported that they experienced sharp pain in the groin area and went to the emergency room in (B)(6) 2017. The mesh was removed from several places inside of the patient in (B)(6) 2018. Additional information will be requested.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgery on (B)(6)2014 . No additional information was provided.